Event description:
It was reported that the user experienced a prolonged low blood glucose event during sleep with a low reading of 40 mg/dl, with the ilet alert reportedly muffled while the user was lying on the device; the user became confused, fell to the floor while attempting to self-treat, and emergency medical services were called, with glucose subsequently corrected using intranasal glucagon, oral juice, and food. Symptoms included confusion and a fall without reported injury. Outcomes included use of emergency services, successful correction of hypoglycemia, and restoration of coherent status without hospitalization. Investigation included user interview, troubleshooting, and education, as well as shipment of replacement supplies after a temporary disconnection directed by first responders. Investigation of this case revealed user-related factors including possible overinsulinization related to concurrent long-acting insulin therapy and athletic activity changes, potential missed or muffled alerts during sleep, and need for additional training on sensor use and ilet operation. It was concluded that the event was consistent with hypoglycemia with contributing user and therapy-management factors, and the device functioned as designed once reconnected. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.